Event description:
The customer reported of erroneous results reported from an au5800 clinical chemistry analyzer due to sample identification issue. The customer stated that their laboratory instrumentation system (lis) uses sample number for managing samples. The customer noted that the results of online requisitioned samples were overwritten by the entry of manual requisitioned (batch requisition) samples on the lis. The customer indicated that results from manual requisition of sample number (B)(6) was sent to the lis and displayed as results for sample number (B)(6). The customer indicated that the lis recognized the erroneous results as abnormal data by comparing the last results and no erroneous results were released out of the laboratory. There was no affect to patient and no change to patient treatment in connection with this event. An online requisition for sample number (B)(6) with ID (B)(6) was entered for the following tests: ast (aspartate aminotransferase), alt (alanine aminotransferase), ldh (lactate dehydrogenase), tcho (total cholestrol), ldl (low-density lipoprotein), cre (creatinine), un (blood urea nitrogen), tg (triglycerides), crp (c-reactive protein), na (sodium), k (potassium), cl (chloride), and lipemia, icterus and hemolysis specimen rating. Manual requisition for sample number (B)(6) with ID (B)(6) was entered for tcho and tg. The customer stated that the au5800 only sent tcho and tg results to the lis for both sample numbers (B)(6). Sex, age, and patient demographic information of the manual requisitioned sample (sample number (B)(6)) were also sent for both samples. Investigation conducted by beckman coulter concludes that the event was caused by a software limitation which could cause sample identification duplication when using sample number as laboratory instrumentation system (lis) identifier.